Event description:
A caller reported a malfunction on the pump, with no notable events occurring prior to the malfunction. There was no adverse impact on the customer's blood glucose levels. The customer reverted to an alternate method of insulin therapy.